Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2017 with the following findings: review of the black box data revealed records from the date of the issue had been overwritten due to continued use. The available data revealed multiple occlusion alarms with high force. On investigation, the pump powered on and ez-prime steps correctly performed without any alarm. The force sensor was evaluated and found to be within required specifications. The pump was exercised for 24 hours without any occlusions occurring. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.